Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set catheter kinked event on (B)(6) 2024. The infusion set was in use for 3 days.the insertion site was abdomen. The blood glucose level was found to be 400mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.